Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept getting insulin flow blocked alarm on their insulin pump. Troubleshooting was performed and issue was resolved. The customer¿s blood glucose level had a low blood glucose level of 30 mg/dl. They declined troubleshooting for the low blood glucose. They treated with food and their current blood glucose level was 132 mg/dl. The device will not be returned for analysis.